Manufacturer narrative:
The product was returned to terumo and it was found that the level sensor was broken. The sensor was unable to be tested as-is in the condition it was received. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the wires were broken and the metal connector was pulled away from module. No patient injury was reported.